Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post paced t wave oversensing was noted on stored egm. The patient did not receive therapy. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.